Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings occurring on the pump even after replacing the cartridge multiple times from separate boxes of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings:. A review of the pump black box showed that multiple loss of prime warnings had occurred with low non-zero force. The pump was exercised for 24 hours without duplicating the loss of prime warning. A force sensor calibration test was performed and confirmed the force sensor was detecting the correct force.